Event description:
Fmc product complaint rec'd. Stated complaint is "major blood leak during initiation of treatment". Also reported blood, volume of bloodlines and dialyzer was not returned to pt. Estimated blood loss 240 ml. Hemo dialysis treatment was restarted with a new dialyzer without incident. Pre-incident hgb on 9/9/98 was 11.3. There was no report of adverse effects to the pt. MDR filed due to blood loss reported.